Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to be calibrated, the software would reboot back to the find patient screen. The caller was advised to return the programmer for service. No patient complications have been reported as a result of this event.